Event description:
A report was received that the patient, who had a recent revision procedure, was admitted to the hospital due to infection at the lead site. The cause of infection was believed to be procedure related as the patient had been lying in bed for days. The patient's symptoms included pain, swelling, and leakage. The patient underwent an explant procedure, and the infection was cleared.

Manufacturer narrative:
Additional information was received that the infection was at the ipg site and not the lead site. The patient was administered IV antibiotics and is reportedly doing well. Additional suspect medical device components involved in the event: model #: sc-8216-50 serial/lot #: (B)(4), description: artisan surgical lead, 50cm model #: sc-3138-55 serial/lot #: (B)(4), description: scs phiii ext 55cm.

Event description:
A report was received that the patient, who had a recent revision procedure, was admitted to the hospital due to infection at the lead site. The cause of infection was believed to be procedure related as the patient had been lying in bed for days. The patient's symptoms included pain, swelling, and leakage. The patient underwent an explant procedure, and the infection was cleared.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.